Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, out of range high voltage impedance values were noted on the right ventricular (rv) lead. The impedance values stabilized during the procedure. The rv lead remains implanted. The patient was stable with no consequences.